Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 3 years and 6 months. The replaced portion of the percutaneous lead and the explanted pump were received. The investigation is not yet complete. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient called the health professional and stated that a low speed operation alarm occurred with the system controller while the patient was in bed. The system controller was exchanged. The alarm occurred again on (B)(6) 2015, while the patient was in bed. Both alarms lasted for a couple of seconds and occurred while the patient was connected to the power module. The health professional reported that the second system controller was not exchanged at that time because they felt there was a driveline issue. The patient remained asymptomatic during the events. The log file of the second system controller was reviewed and it was suspected that there was a possible short to shield in the driveline. The patient was sent an ungrounded power module patient cable. X-rays revealed two areas of concern with the driveline, one external approximately 1 inch from the clamshell repair, and one internal just above the right pelvic bone. On (B)(6) 2015, the manufacturer's technical services representative replaced a portion of the external driveline. On (B)(6) 2015, while the patient was on battery power, low speed advisory and pump off alarms occurred. The patient was bending over at the time of the alarm and was asymptomatic. Based on review of the submitted data log file, an issue with the driveline was suspected and it was recommended that the driveline be immobilized. On (B)(6) 2015, the patient experienced a low speed operation alarm followed by a driveline disconnect alarm. The patient was admitted to the hospital the following day. On (B)(6) 2016, the patient's pump was exchanged.

Manufacturer narrative:
The pump was returned with the driveline severed approximately 1.5 inches from the pump housing and the internal portion of the severed section of the driveline was returned for evaluation. Examination of the severed section of the driveline found breakdown of the braided shield at 3 inches and 6-7.5 inches from the pump housing. Visual inspection of the wires found two breaches in insulation of the orange wire and one breach in the insulation of the yellow wire at approximately 3 inches from the pump housing. Two additional breaches in the insulations of the orange and yellow wires were observed at 6.25 inches and 7.5 inches from the pump housing respectively. The adjacent wires showed evidence of abrasion against the braided shield, but no further insulation breaches were found. The pump-end section of the internal portion of the driveline and the external section of the driveline replaced by the manufacturer¿s technical service team passed all electrical and high potential testing. Visual inspection of the wires did not reveal any additional insulation breaches that would have contributed to the reported event. If any of the exposed conductors observed on the internal portion of driveline contacted the braided shield while the system was operating on the power module, the resulting short to ground would have caused the reported low speed and pump stoppage events. The events also could have occurred while the system was operating on battery power if the conductors from the orange and yellow wires made direct contact with each other or simultaneous contact with the braided shield. The observed wire damage appeared to be the result of abrasion against the braided shield due to repetitive movement of the driveline in this location. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.